Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as mild calcification and mild tortuosity in the iliac limbs. The bifurcated stent graft and the contralateral iliac limb (MFR report# 2953200-2011-01016) were implanted. The angiogram revealed that the contralateral iliac limb was not in the bifurcated contralateral limb, but outside of the gate. At an unknown time, the physician stated that there was loss of guidewire positioning, resulting in the inaccurate placement of the contralateral iliac limb. The physician elected to implant a talent converter and perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: conversion to surgical repair.